Event description:
Addition information was received. The patient's managing healthcare professional reported they had not seen the patient since (B)(6) 2014 and had not performed trouble-shooting. They did not remove the device and were not informed of the event.

Event description:
Information was received from a healthcare provider (hcp) via a consumer regarding an implantable neurostimulator (ins) for the treatment of peripheral neuropathy and spinal pain. It was reported that the patient stated that the device hasn't worked in a year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.